Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the introducer needle was missing from the applicator. The insertion site was at the abdomen. No additional event or patient information is available. No product was provided for evaluation. The reported event of detached introducer needle could not be confirmed. A root cause cannot be determined.

Manufacturer narrative:
(B)(4).

Event description:
A sensor and applicator (serial number (B)(4)/lot number 522049) was returned for evaluation. A visual inspection was performed and the sensor wire is missing from the sensor; however, the needle is safely retracted inside the applicator body. The customer complaint was not confirmed. A root cause could not be determined. The returned sensor was not the sensor at fault.